Manufacturer narrative:
Device received with unexpected low battery alarm and had high sleep current, problem isolated to pcb 2. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery did not last more than three days. Customer was not using rechargeable battery. Replace battery, replace battery now or power error detected was found in alarm history. No harm requiring medical intervention was reported. The device was returned for analysis.